Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: unknown competitor lead, implanted unknown date. (B)(4).

Event description:
It was reported that the percentage pacing values for the implantable cardioverter defibrillator (ICD) were all shown as "???" And "invalid data" messages were shown in the histograms. The device remains in use. No patient complications have been reported as a result of this event.